Event description:
It was reported that the patient was unable to adjust her stimulation. The programmer displayed a 'call your doctor' icon and a power on reset (por) condition. The next day it was reported that there was no known cause. The programmer and device had to be 'bonded' again and the issue was re solved. The patient was 'fine' and the device was functioning properly.

Manufacturer narrative:
(B)(4).